Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed alignment and adjustments to the instrument. No parts were exchanged and no parts were reported to be malfunctioning. The cause of the erroneous results could not be determined, the access accutni+3 reagent was not returned to bec for testing. (B)(4)

Event description:
The customer noted erratic imprecise troponin I (access accutni+3) results for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The initial result recovered above the reference range of the assay. The customer re-analyzed the same patient's sample on the same access 2 immunoassay system two additional times and obtained two results above the reference range of the assay. One result was concordant with the original elevated result and one result recovered higher. The results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated that their access accutni+3 quality control results were within assay specifications on the day of the event. A system check completed both before and after the event was within instrument specifications. The patient's sample was collected in a lithium heparin tube, centrifugation details are unknown. The customer reported no visible issues with the integrity of the sample.